Event description:
In 2007, a surgeon was implanting traxis peek with the use of a cobb elevator and the inserter. The implant cracked during the surgery and the surgeon replaced it with a different implant from the hospital supply. The surgeon uses a cobb elevator instead of a mallet to impact the inserter.